Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6) . However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Receiver charged and boot was performed and passed. Receiver download retrieved and attached was performed and passed. Receiver functional test was performed and passed. A review of the receiver logs was performed and passed testing within the investigation window. The allegation was not confirmed. The probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.